Manufacturer narrative:
Lot 15410223: (B)(4). Lot 15343990: (B)(4). Concomitant patient medications: percocet, multivitamin with iron, colace with senna, lovenox, gabapentin, and metoprolol. The conformable gore® tag® thoracic endoprosthesis instructions for use states complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with pseudoaneurysms resulting from previous graft placement. Additional devices implanted and/or related to this event: tgu262610/15343990. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a traumatic thoracic aortic transection from a motor vehicle accident (mva). The patient tolerated the procedure. It was reported the patient post implant had complaints of chest pain and shortness of breath. Computed tomography (CT) images were taken on (B)(6) 2017, revealed the graft appeared to be in stable position, but there is leakage of contrast into a pseudoaneurysm along the anterior aspect of the proximal graft anastomosis. There is also mediastinal fat stranding, which is felt to be related to hematoma. There was a reintervention on (B)(6) 2017, to treat the pseudoaneurysm. An additional tgu282810/13534737 was implanted. The patient tolerated the reintervention.